Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the left artery. The target lesion was located in the right common iliac artery. A 7.0 x 30 x 75 cm express® ld iliac / biliary stent was advanced to treat the lesion. The stent was delivered from the contralateral side through a 6 french sheath. In the attempt of trying to get better images, the physician decided to pull the device back to the sheath out from the right common iliac artery. While pulling the device back to the sheath, the stent came off the balloon. The physician decided to deploy the dislodged stent in the right external iliac. The procedure was completed with a different stent. No patient complications were reported and the patient's status was fine.